Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device could not be interrogated and it was pacing in a chaotic manner only during sinus tachycardia. The patient did not feel well. A magnet was placed over the device and the device was able to be interrogated and was pacing properly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.